Manufacturer narrative:
On (B)(6) 2015 follow up: contact reported that customer's blood glucose level had stabilized and customer was doing fine. The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms and cartridge alarm. Customer closed out the bolus screen and resumed insulin. Reportedly, the customer was hospitalized the same day due to blood glucose level above 600 mg/dl. The customer was treated with insulin injections. There was no permanent damage to the customer.